Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 557 mg/dl with "dropping" ketones. Cause of elevated bg level was stress. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, customer left the ER with customer in stable condition (bg 189 mg/dl).